Event description:
Spontaneous. Patient's mother reports that 2 cadd legacy pumps serial numbers (B)(4) are not functioning properly. The 2 pumps are not showing error messages or alarms. Mother states that the pumps are not dispensing the proper amount of veletri and patient is getting side effects of numbness nausea, pale skin. Mother states patient always has 3 cadd legacy pumps on hand. Pharmacy is dispensing 2 replacement pumps. No additional info, details or dates are available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Product lot number and expiration date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; reported to (B)(6) by pt/caregiver.